Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: the healthcare professional reported that the coil (unknown catalog / lot number) was the second coil used. The physician felt strong resistance during the advancement of the coil through the concomitant microcatheter. Another coil was used as replacement and the procedure was successfully completed. There was no report of any patient adverse event or complication. A coil was returned for evaluation. The investigational finding is documented below. Investigation summary: a non-sterile unknown thermo-mechanical coil was received contained in a pouch. The device underwent visual inspection. The device positioning unit (dpu) was observed kinked at 43cm, 49cm, and 56cm from the proximal end. The embolic coil was observed protruding from the introducer. No other damage or anomaly was observed. The marker band of the device was found at 40cm from the hub; this suggests that the length of the embolic coil is 5cm. Microscopic inspection was performed. The embolic coil was observed in damaged condition. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The complaint documented that the coil was the second coil to be used, the physician encountered strong resistance during the coil advancement through the microcatheter. The issue related to the resistance could not be duplicated through functional analysis as the embolic coil was in damaged condition and protruding from the introducer. The dpu was also kinked in several areas. These observations may have been the results of force applied during the attempt to advance the coil through the microcatheter, or they may have been the contributing factors to the reported issue. Based on the condition of the returned device, the reported issue related to the resistance was confirmed. The exact cause and timing of these issues cannot be conclusively determined. Coil damaged is a known potential issue associated with the use of microcoil in endovascular embolization procedures. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues as stretching / unraveling / coil damaged from occurring. The issue documented in the complaint was related to strong resistance that was encountered during the attempt to advance the coil through the concomitant microcatheter. There was no issue reported that was related to the condition of the coil. Multiple follow-up attempts were made to obtain additional information related to the procedure and the reported device issue were unsuccessful. In addition, the catalog of device received is not available, and based on the location of the marker band of the received device, the length of the coil is 5cm. With the limited information related to the procedure and the use of the device, the exact cause of the observed damaged condition of the device that was received cannot be conclusively determined. The device lot number was not available; therefore, a review of the manufacturing documentation could not be performed. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the coil that was received for evaluation left the manufacturing facility with the embolic coil protruding from the introducer and in the damaged condition as observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the coil (unknown catalog / lot number) was the second coil used. The physician felt strong resistance during the advancement of the coil through the concomitant microcatheter. Another coil was used as replacement and the procedure was successfully completed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated according. The unknown coil was returned for evaluation. During visual / microscopic inspection of the returned device, the embolic coil was observed in damaged condition. Based on the product analysis on 01/13/2021, this event has been deemed MDR reportable as a ¿malfunction.¿